Event description:
It was reported that the bundled mount and implant were not correctly engaged. During placement, the implant disengaged and fell to the floor. The procedure was completed using another device. There was no report of patient injury or delay in procedure.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b5: it was reported that the bundled mount and implant were not correctly engaged. During placement, the implant disengaged and fell to the floor. The procedure was completed using another device. There was no report of patient injury or delay in procedure. D4: expiration date aug 18 2023, d8: no, g4: 04 apr 2019, g7: follow up, h1: malfunction, h3: yes, h4: 28 aug 2018. The reported device was partially returned for investigation. The reported implant was returned without the mount. Visual inspection identified no clear signs of wear, damage, or deformation. Functional testing revealed that the product engaged and disengaged successfully with compatible testing mounts. The reported condition of an implant that disengaged was not confirmed. A device history record (DHR) record review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was performed for the reported device lot for similar root cause and 1 other relevant complaint was identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the bundled mount and implant (tsvb10) were not correctly engaged. During placement, the implant disengaged and fell to the floor.